Event description:
See initial report.

Manufacturer narrative:
H11: as per available information, no field service activity was deemed necessary by the customer. Complaints database analysis revealed no similar event since unit installation in 2024. No concerning trends about the reported failure was highlighted. Considering that issue was solved by switching off and then back on the device, the event was considered as isolated due to a temporary failure, whose root causes could be traced back to one of the following: - a transient communication issue between the cockpit and the pump module, resulting in an improper data transmission between the two and consequently providing an inconsistent state value of the pump itself; - a communication timeout or can bus interruption; - an electrical issue related to power supply fluctuation; a brief voltage dip or unstable power during system start could cause the pump controller to hang without triggering an error code. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the roller pump. Through follow up, it was clarified the pump did not run and no error message was displayed on the cockpit. The issue was solved by turning the hlm off and back on. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the roller pump 85 was primed fine. However, when switched to bypass mode, the roller pump (user as cpl blood pump) did not work. Medical team power cycled the essenz hlm and it worked. There is no report of any patient injury.